Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted in an attempt to direct stent a 90% lesion in the proximal circumflex coronary artery. It was not possible for the stent to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged at proximal end of the targeted lesion site. A 2.5mm diameter by 20mm ptca balloon was inserted through the undeployed stent and inflated to deploy the stent at the unintended site. Subsequently, a 2.5mm s660 stent was inserted and successfully deployed at the target lesion. The pt was reported to be fine post procedure and there was no additional clinical sequelae related to the event. The lesion not being pre-dilated likely contributed to the event.